Manufacturer narrative:
Manufacturer's investigation conclusion: a direct cause for the patient¿s reported sepsis could not be conclusively determined through this evaluation. Additionally, a direct relationship between the device and the reported multi organ failure, aortic insufficiency, and patient outcome could not be conclusively determined through this evaluation. No autopsy was performed, and the pump was not returned for evaluation. Review of the device history records showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on (B)(6) 2015. The heartmate 3 lvas IFU is currently available. Sepsis, organ failures, and death are listed as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. The heartmate 3 lvas IFU explains that moderate to severe aortic insufficiency must be corrected at the time of device implant. Section 6 provides information regarding anticoagulation, including the recommended inr range. Care instructions in reference to preventing infection are provided throughout this IFU, including sections titled "caring for the driveline exit site" and "controlling infection." Heartmate 3 lvas patient handbook is also currently available. This handbook contains information about caring for the driveline and preventing infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient passed away (B)(6) 2021 due to septic shock, multi-organ failure, acute respiratory distress syndrome (ards) during admission on (B)(6) 2021 for progressive dyspnea/acute aggravation/decompensated heart failure. The cause of decompensation was tachyarrhythmia /atrial fibrillation. Transcatheter aortic valve implantation was done on (B)(6) 2021 for patient's progressive severe aortic insufficiency. Extubation followed the next day. However, the patient was then re-intubated with pneumonia and that led to septic shock with ards. Despite differentiated volume catecholamine therapy including the use of positive inotropic substances, differentiated ards therapy and maximum lvad performance - primarily due to progressive right heart failure - insufficient hemodynamic and respiratory stabilization could be achieved. Despite intensive medical maximum therapy, the patient passed away in intensive care unit. The pump was not explanted nor was it returned.